Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The wavelinq endovascular arteriovenous fistula was successfully created. There were no device deficiency or malfunction, and the patient did not experience any adverse event during the procedure. The result of the investigation is confirmed for the reported fistula failure to mature and stenosis issues post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and stenosis issues could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for this wavelinq device was reviewed and the following sections are applicable. Indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: target vessels < 2mm in diameter. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. 20. This device is coated with a hydrophilic coating at the distal end of the device for a length of 26.4 cm (10.4 in). Please refer to the avf creation section for further information on how to prepare and use this device to ensure it performs as intended. Failure to abide by the warnings in this labeling might result in damage to the device coating. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. Precautions: 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 7. Ensure the patient has adequate collateral blood flow to the hand before use of the device. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Inspection prior to use: 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Equipment setup: 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. Wavelinq¿ endoavf system procedure vascular access: 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. Preparation of the catheters: 23. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Avf creation: 25. Remove the arterial catheter from the packing card and inspect for damage. Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H10: b5, d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that nineteen days post-endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that one month and sixteen days post index procedure, the endovascular arteriovenous fistula was still allegedly found to be not matured by physical assessment. It was also reported that two months and thirty days post index procedure, the subject had an adverse event of right radial vein stenosis. Reportedly, the subject underwent a post procedure intervention, for endovascular arteriovenous fistula maturity insufficient, inadequate arterial flow and access circuit stenosis which was in radial vein. Standard percutaneous transluminal angioplasty/balloon assisted maturation and coiling/embolization was performed for treatment and the outcome of the adverse event was resolved. Furthermore, approximately five months post index procedure, the endovascular arteriovenous fistula was still allegedly found to be not matured by physical assessment. Reportedly, second stage procedure was performed to support maturation of the arterialized vein segments (i.e., secondary coil embolization). Balloon assisted maturation (bam) and coil embolization with two coils were performed for treatment and the procedure was successful. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The wavelinq endovascular arteriovenous fistula was successfully created. There were no device deficiency or malfunction, and the patient did not experience any adverse event during the procedure. The result of the investigation is confirmed for the reported fistula failure to mature and stenosis issues post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and stenosis issues could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for this wavelinq device was reviewed and the following sections are applicable. Indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: target vessels < 2mm in diameter. Warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. 20. This device is coated with a hydrophilic coating at the distal end of the device for a length of 26.4 cm (10.4 in). Please refer to the avf creation section for further information on how to prepare and use this device to ensure it performs as intended. Failure to abide by the warnings in this labeling might result in damage to the device coating. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. Precautions: 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 7. Ensure the patient has adequate collateral blood flow to the hand before use of the device. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Inspection prior to use: 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Equipment setup: 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. Wavelinq¿ endoavf system procedure: vascular access: 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. Preparation of the catheters: 23. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Avf creation: 25. Remove the arterial catheter from the packing card and inspect for damage. Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. D4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that nineteen days post-endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that one month and sixteen days post index procedure, the endovascular arteriovenous fistula was still allegedly found to be not matured by physical assessment. It was also reported that two months and thirty days post index procedure, the subject had an adverse event of right radial vein stenosis. Furthermore, the subject underwent a post procedure intervention, for endovascular arteriovenous fistula maturity insufficient, inadequate arterial flow and access circuit stenosis which was in radial vein. Reportedly, standard percutaneous transluminal angioplasty/balloon assisted maturation and coiling/embolization was performed for treatment. Reportedly, the post-procedure intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that nineteen days post an endovascular arteriovenous fistula creation, the study endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that two months and thirty days post an endovascular arteriovenous fistula creation, the subject had an adverse event of right radial vein stenosis. Reportedly, the subject underwent a post procedure intervention, for endovascular arteriovenous fistula maturity insufficient, inadequate arterial flow, and access circuit stenosis which was in radial vein. Standard percutaneous transluminal angioplasty/balloon assisted maturation and coiling/embolization was performed for treatment and the outcome of the adverse event was resolved. It was also reported that five months and one day post an endovascular arteriovenous fistula creation, both the physical and hemodialysis access circuit assessments on subject showed fistula was not yet matured for hemodialysis. Furthermore, an additional secondary stage balloon assisted maturation and coil embolization with two coils were performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. Apparently, five months and twenty-three days post an endovascular arteriovenous fistula creation, the study endovascular arteriovenous fistula was successfully used with two needles for hemodialysis. In addition, nine months and three days post an endovascular arteriovenous fistula creation, the subject had an adverse event of stenosis of radial, cephalic, and antecubital veins. Reportedly, the subject underwent a post procedure intervention, for access circuit stenosis which was in radial vein. Standard percutaneous transluminal angioplasty procedure was performed for treatment and the outcome of the adverse event was resolved. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The wavelinq endovascular arteriovenous fistula was successfully created. There were no device deficiency or malfunction, and the patient did not experience any adverse event during the procedure. Therefore, the result of the investigation is confirmed for the reported fistula failure to mature, and stenosis issues post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and stenosis issues could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for this wavelinq device was reviewed and the following sections are applicable. Indications: the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications: target vessels < 2mm in diameter. Warnings: 1. The wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. 20. This device is coated with a hydrophilic coating at the distal end of the device for a length of 26.4 cm (10.4 in). Please refer to the avf creation section for further information on how to prepare and use this device to ensure it performs as intended. Failure to abide by the warnings in this labeling might result in damage to the device coating. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. Precautions: 3. Care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 7. Ensure the patient has adequate collateral blood flow to the hand before use of the device. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Inspection prior to use: 1. Before removing the wavelinq endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq endoavf system. Equipment setup: 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. Wavelinq endoavf system procedure: vascular access: 11. Secure the patient¿s procedure arm in a restraint to prevent arm movement. 16. Inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure. Limit the dose of contrast depending on the patient¿s residual renal function. Alternate contrast methods may be used at the discretion of physician. Preparation of the catheters: 23. Carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq endoavf system to sterile field using standard transfer precautions. Avf creation: 25. Remove the arterial catheter from the packing card and inspect for damage. Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.